Event description:
The contact stated the customer's glucose readings had been high. She tested his blood glucose and received a reading of 209 mg/dl. The customer's glucose was also tested using a one touch meter and that reading was 180 mg/dl. The customer was given insulin based on his glucose readings. The customer had a seizure and when paramedics arrived, they tested his glucose at 33 mg/dl. At the hosp, his glucose was tested at 23 mg/dl. No other info was provided about the customer's hosp visit. The meter and test strips are to be returned for eval, and replacement strips will be sent.